Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that patient presented to the ER showing oversensing and increased pacing impedance on the rv lead. Patient was pre-syncopal. Lead was successfully extracted and replaced without complications to the patient.